Event description:
It has been reported that there was a mechanical perforation while using a navistar thermocool d-curve catheter. The catheter was used along with a hansen robotic arm and a carto system. Pericardiocentesis medical intervention was performed on the patient. The patient was given a blood transfusion and needed an extended stay at the hospital.

Manufacturer narrative:
The labeling of hansen robotic system contraindicates the use for ablation, thereby representing off-label use. Product was discarded by the facility/not returned for investigation.